Event description:
The customer reported to baxter (B)(4) an interlink continu-flo solution set that was involved in a no flow. The port closest to the spike was occluded. According to the report, the nurse involved with priming this set stated that the bag was not dripping. She noticed the rubber membrane in the y-site was stretched out. It appeared the port could not be penetrated and the nurse did not see a slit in the port. This incident occurred during patient use. There was no patient injury or medical intervention associated with this report. No additional information was provided.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.